Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had loss of capture, decrease in impedance, and decreased r wave sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.